Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor displayed a service code. The cause for the failure was isolated to a damaged relay on the computer/analog board and bent pins on the defibrillator board. The root cause for the damaged component and bent pins could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.